Event description:
It was reported the customer had a low blood glucose event. Customer's blood glucose declined to 36 mg/dl. Customer treated their blood glucose with candy. The customer also reported a lost sensor alarm on their sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.